Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was admitted to the hospital due to a fall where he hit the ins and now it hurts. The caller wants to have the device interrogated. No further complications were reported/anticipated.

Manufacturer narrative:
Based on additional review of the file, hospitalization is also applicable to the event. If information is provided in the future, a supplemental report will be issued.